Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: it was reported that the stopper became deformed when the c180-o spike was inserted into the IV bag. One IV bag was received for investigation. During visual inspection, the rubber stopper was found to have been pushed inward, verifying the reported concern. All product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot number involved in this incident is unknown, a device history review cannot be performed. Although no spike set was returned, bd has reviewed this report and identified a potential trend related to the reported concern. While we have verified our products are manufactured to approved specifications, it has been observed that the diameter of the c180-o spike can sometimes be larger than the ports of certain IV bags, resulting in higher insertion force and potential displacement of the stopper. A project has been initiated to further investigate and address this issue. Our quality team will continue to monitor complaints related to this device and reported condition for any emerging trends.

Event description:
No additional information.

Event description:
The following information was provided by the initial reporter: it was reported that customer tried to puncture a 515628 into a thermo raw food and the rubber stopper gouged out during use. The subject 515628 seems to have been discarded. Additional information provided: customer response: q: can you check for leaks? A: confirmed, there is leakage. Q: did you have any problems inserting the spike into the IV bag? A: as usual, strong force was required at the time of puncture.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.